Event description:
Customer was hospitalized with dka and was in coma at the time of call to minimed. Unable to complete troubleshooting at the time of call to minimed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.